Manufacturer narrative:
Insulin pump was received with cracked and bleeding lcd glass, cracked battery tube threads, reservoir tube lip, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a partial display. The display did not return to normal. Customer's blood glucose level was 135 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.